Event description:
The customer reported the system displayed an overload fault error message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.